Manufacturer narrative:
(B)(4). Boston scientific received information that this patient was presented back to the ep laboratory on (B)(6) 2016. The s-ICD system was programmed off and abandoned. The s-ICD system was upgraded to an implantable transvenous implantable device and lead system due to history of inappropriate shocks.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had received an inappropriate shock due to t-wave oversensing in (B)(6) 2015. The patient had been moving a table at the time of the inappropriate shock delivery. The sense vector had been selected at the time of the implant procedure. The ECG amplitude was smaller during the (B)(6) episode. The alternate sense vector amplitude is diminishing. During patient isometrics, some electrogram noise (marked as 'n') was recreated in all 3-vectors. The physician utilized a 3-incision technique and no issue were encountered during the procedure. A chest x-ray was obtained and the results are pending. The local representative was planning to upload data for review by ts. A review of stored data by technical services found that the device's sense vector had been programmed to alternate at 1x gain prior to reprogramming. The heart rate at the time of untreated 001 on (B)(6) 2015 is approximately 140-150 bpm. The morphology is negative with undersensing and oversensing both observed. No therapy was given. The heart rate at the time of treated 002 on (B)(6) 2015 is approximately 150 bpm and morphology is very small with a negative, notched shape. Noise markers, undersensing and oversensing were observed at various times. Based on review of a captured secg from (B)(6) 2015, ts suggested that the physician could consider selecting a secondary sense vector. Boston scientific received information that a automatic set-up was rerun and a primary sens vector was selected.